Event description:
I am concerned about boehringer laboratories' visigi 3d bariatric surgery calibration tube. When used correctly, it causes injury to gastric mucosa. Numerous bloody cores of mucosa are regularly seen in the tubes after removal. In my community, we have three surgeons who perform sleeve gastrectomies for morbid obesity. One of those surgeons uses the visigi tube, the others use a conventional esophageal dilator. Our surgeon who uses the visigi has a higher incidence of postoperative pain and nausea in the short term and a much higher incidence of gastric stricture in the long term. I see little or no difference in surgical techniques. My impression is the visigi-induced gastric mucosal injury leads to increase short and long term complications.